Manufacturer narrative:
The insulin pump was received with constant failed battery test alarm due to faulty battery tube. The weak battery, battery out limit and excessive no delivery alarms could not be verified due to constant failed battery test alarm. No blank display during testing. No damage found on the lcd isolation tape noted. It was also received with cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the day before the insulin pump had a weak battery alarm after changing the battery. The day of the call the display went blank during a bolus attempt and alarmed battery out limit when changing the battery. The blood glucose at the time of the incident was 174 mg/dl. The alarm history showed a no delivery alarm. The customer stated that the battery cap had been replaced and the issue persisted. The device was returned for analysis.